Manufacturer narrative:
Date sent to the FDA: 10/27/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 10/27/2021 corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 4/7/2022. It was reported that the patient experienced recurrent ventral hernia and discomfort following surgery.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 due to adhesions and bowel adherence. The surgeon then repaired the defect with an additional piece of (unknown) hernia mesh. It was reported the patient experienced pain, nausea, diarrhea, chills, inflammation, loss of appetite, and weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.